Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check was started with tandem technical support and there was a blockage in the cartridge. Customer declined further troubleshooting from tandem technical support. Customer cleared the alarm and reported that the cartridge would be changed. There was no adverse impact to customer¿s blood glucose level.